Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date:(B)(6)2026 sampling from: all channels bacterial identification: n/a the device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The device was returned to olympus. The device evaluation found foreign material in the channel tube, light guide lens, bending section cover, and the connecting tube. White foreign material was found in the air/water cylinder and air/water tube. There were no reports of patient involvement.